Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a broken flow sensor pin. Gehc recommended replacement of the flow sensors. No report of patient involvement.

Event description:
The hospital reported the unit failed the flow accuracy test during the preoperative checkout. There was no reported patient involvement.